Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Four (4) connectors of the tigerpaw system ii device were not engaged. One suture was used to complete the procedure. No patient effect.